Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, nabothian cyst and retroverted uterus. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with ibuprofen (motrin) and surgery (underwent a diagnostic cystoscopy, total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 patient underwent a diagnostic cystoscopy, total abdominal hysterectomy, left salpingo-oophorectomy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2011, pelvic sonography: bilateral essure devices. Very "soft" findings which could represent a tiny endometrial polyp. Othelwise normal study. (B)(6) 2013, surgical pathology report: specimen(s) received- a: cervix, biopsy nabothian cyst pre op diagnosis/ post op diagnosis: nabothian cyst final diagnosis: biopsy 'nabothian cyst' squamous mucosa demonstrating minimal chronic inflammation, negative for dysplasia. Gross description: received in formalin labeled "nabothian cyst biopsy' is an aggregate of pink tan tissue and mucous measuring 0.3 cm. Entirely submitted in "a1' (B)(6) 2013, surgical pathology report: specimen(s) received: a: cervix, biopsy pre op diagnosis/ post op diagnosis: cervical cyst final diagnosis: cervical biopsy, endocervi'cal polyp demonstrating chronic inflammation, negative for squamous metaplasia or dysplasia. Gross description: received in formalin labeled "cervical biopsy" is an irregular portions of tan pink soft tissue partially surfaced by a smooth mucosa measuring 1.1 cm, in greatest dimension. The specimen is serially sectioned and totally submitted in "a 1' most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant and treatment drugs were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, nabothian cyst, retroverted uterus, depression since 1998 and anxiety since 1998. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control as well as escitalopram oxalate (lexapro) since 1998. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"). The patient was treated with ibuprofen (motrin) and surgery (underwent a diagnostic cystoscopy, total abdominal hysterectomy and blateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 patient underwent a diagnostic cystoscopy, total abdominal hysterectomy, left salpingo-oophorectomy and lysis of adhesions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6)2011, pelvic sonography: bilateral essure devices. Very "soft" findings which could represent a tiny endometrial polyp. Otherwise normal study. (B)(6) 2013, surgical pathology report: specimen(s) received- a: cervix, biopsy nabothian cyst pre op diagnosis/ post op diagnosis: nabothian cyst final diagnosis: biopsy 'nabothian cyst' squamous mucosa demonstrating minimal chronic inflammation, negative for dysplasia. Gross description: received in formalin labeled "nabothian cyst biopsy' is an aggregate of pink tan tissue and mucous measuring 0.3 cm. Entirely submitted in "a1' (B)(6) 2013, surgical pathology report: specimen(s) received: a: cervix, biopsy pre op diagnosis/ post op diagnosis: cervical cyst final diagnosis: cervical biopsy, endocervical polyp demonstrating chronic inflammation, negative for squamous metaplasia or dysplasia. Gross description: received in formalin labeled "cervical biopsy" is an irregular portions of tan pink soft tissue partially surfaced by a smooth mucosa measuring 1.1 cm, in greatest dimension. The specimen is serially sectioned and totally submitted in "a 1' most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, event outcome for event dyspareunia and dysmenorrhea updated from unknown to recovered/ resolved. Concomitant drug added incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstruation irregular ("irregular periods"). The patient was treated with surgery (underwent a diagnostic cystoscopy, total abdominal hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013 patient underwent a diagnostic cystoscopy, total abdominal hysterectomy, left salpingo-oophorectomy and lysis of adhesions. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.